Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, the error message was occurring. The device was reprogrammed and the patient was in stable condition.